Event description:
A report was received that the pt's precision system was explanted due to infection, as the incision site had significantly swelled. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval, as they were discarded by the medical facility.